Event description:
Information received by medtronic indicated that the insulin pump stopped working after exposed to water. It was stated that there were vertical crack along the battery compartment. The troubleshooting was performed for damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged blank display, exposure to moisture, and cosmetic damage located at the battery compartment found on july 16, 2022. The device passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. No blank display noted during testing. Successfully downloaded device history files and traces using thus software. The power management graph confirmed the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery alerts, alarms, or anomalies noted during testing or in the device history files and traces on the event date of jul 16, 2022. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following was also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), missing display window/cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. Exposure to moisture was confirmed found on electric board, motor, and force sensor. Blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.